Event description:
During robotic procedure, surgeon saw spark while using a maryland robotic instrument. The maryland was immediately removed. No patient harm. Sparking was at the instrument piece but not the robotic equipment.device #1is this a laboratory device or laboratory test?no.